Event description:
It was reported that during a laparoscopic choleycestectomy procedure, the device would not close and could not be removed out of the 5mm trocar. The trocar had to be removed before the device could be removed from the patient. The surgeon reinserted a new trocar, pulled another device and the case was complete. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Damaged cam the analysis results found that the device was received with the cam bent, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however no conclusion could be reached as to how the clip became malformed. The device was cycled and formed the remaining clips as intended. In addition the orange indicator was beyond its intended position. A batch record review was performed and no anomalies were found during the manufacturing process.